Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was powered on, there was just a "grey screen" displayed. The programmer will be returned for repair. There was no patient involvement.